Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to add h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause for material entering the the nozzle could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis lusera colonovideoscope to the olympus service center. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to holes in the air/water channel, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on the insertion tube, curved rubber scratched, curved rubber adhesive missing, foreign object inside nozzle, scratches found on the tip cover, scratches found on the operation part, scratch on the hardness adjustment ring, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches are found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.